Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and having bent cannula. Customer¿s blood glucose level was in the 400 mg/dl range. Customer treated their high blood glucose levels via insulin pump. Customer's blood glucose level was 236 mg/dl at the time of call. No issues found on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.